Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 563 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose and stated that she ate sweets. The customer was treated with a manual injection. The customer's current blood glucose was 193 mg/dl. The insulin pump will not be returned for analysis.